Event description:
The patient had shoulder surgery on (B)(6) 2015 - 1.5" were removed from her clavicle, and her bicep tendon was removed. She had been using the di1010 intensity 10 tens device post-surgery, as her doctor insists on this for all of his shoulder surgery patients. She has a post-op inflamed clavicle. The patient received "twinges" from the device a week before experiencing shocking from the device. She stated the current felt uncomfortable and the power was "twitching." She purchased new electrodes - the next time she used the device, she powered it on and it shut off on its own. She replaced the battery with a (B)(6) - when she re-powered the device on and began to turn up the intensity, she did not feel any current. She increased the intensity to #4 and then increased the intensity to #5, and that is when the shock occurred. She states the shock was so intense that it pushed her back into the wall and she fell to the floor. She compared the feeling to that of being tased. She threw the device so hard, the lead wires came out of the device, and the shocking stopped. She said she was screaming and crying. Her husband had to console her for 40 minutes. When she went to bed that evening, she said she could smell burning flesh, although no burns had occured. The next day, she went to the therapist's office and described the incident. When they measured her progress, they stated that she had lost 30 degrees of her shoulder flexibility/range of motion. She thinks this may have occured when she threw the device. She also mentioned she was ready to return to work, however, after this incident occurred, she did not feel ready or capable enough to do a good job, having to turn down the job and lose employment. She has since received a cortisone shot. It was confirmed that the electrodes were not placed over any open wounds, rashes, or swollen, red, infected or inflamed areas or skin eruptions. The user also claims that she did not see in the instructions manual anything regarding electrode placement, however, did not have the electrodes touching at the time the event occurred, and had the 4 electrodes being used 1/4" apart. The device has since been returned to compass health brands 12/16/2015 and was evaluated to find that the customer's complaint could not be duplicated. The unit tested within spec range on both channels. The electrodes that were sent back with the unit did appear to have poor adhesive quality and some debris and hair on their gel. It has, however, been reported that the user was using electrodes for the first time, brand new out of the packaging at the time the event occurred.